Event description:
The china customer reported "staining weak, 2 slides restained." The field service engineer repaired the instrument by replacing the stopcock causing this malfunction. The customer continues staining on this instrument with repeats as needed. The instrument is fully operational, within specification and ready for the user. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.